Manufacturer narrative:
Refer to regulatory report #(B)(4). The patient had two leads. The referenced report pertains to the patient¿s other lead that was reported on. Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stopped breathing during the case so had dip her over to get her breathing again. Her back was still open from the surgery and leads were not fully implanted yet so they had to remove all equipment. Patient airway was open and she was fine but case aborted. Xray - just to be sure all equipment was out. Issue resolved. Additional information was received from the rep who reported ins was not opened or ever implanted. The cause was due to patient vomiting and aspirated.